Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the air bubbles was present on the top of the reservoir. Customer also reported they experienced hyperglycemia. Customer blood glucose values were 343 mg/dl, 251 mg/dl and 354 mg/dl. The approximate size of air bubbles was the size of a pea. Customer was noticed air bubbles during therapy. Customer did not want to complete troubleshoot for air bubbles. Customer was treated with bolus. Customer did not allege pump was under delivering. The device will not be returned for analysis.